Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, three months of post deployment, inferior vena cavo gram and attempted inferior vena cava filter removal was performed. Through right internal jugular vein access, a 5 french pigtail catheter was advanced over a guidewire under fluoroscopic observation into the inferior vena cava below the inferior vena cava filter. The pigtail catheter was then exchanged for a 9-french sheath which was advanced over the wire into the vena cava just above the filter. Attempts at snaring the retrieval hook of the filter were then performed but were unsuccessful. The right common femoral vein was then punctured under ultrasound guidance and a guidewire was advanced centrally under fluoroscopic observation. A 5-french vascular sheath was placed, a 5-french tegtmeyer catheter was then advanced into the inferior vena cava and a 0.035-inch guidewire was then advanced through the catheter through the apex of the filter. This wire was snared and withdrawn down through the filter in attempts to aid in snaring the retrieval hook. These attempts, however, were also unsuccessful. Around, two weeks later, attempted inferior vena cava filter removal from both the right internal jugular vein and right femoral vein approach was performed. Through the right internal jugular vein access, tract was serially dilated to 10-french. A 10- french sheath was placed past the denali filter and contrast injected. This demonstrated at least 2 bent short legs on the filter. The filter remained parallel to the vena cava. Multiple attempts at snaring the hook were made without success. The physician was able to snare the nose cone of the filter, but the hook would not be engaged. Through the right internal femoral vein access, utilizing bentson wire, sheath and a 10 mm balloons the physician attempted to move the filter off of the wall of the vena cava. From the jugular approach, the wire was snared multiple times and brought down to the level of the filter but this was never in a position to capture the hook. The physician suspected that there was a significant endothelial component around the hook preventing efforts from capturing the hook and nose cone. There was no damage to the inferior vena cava or to the filter, and no further attempts were made. Attempts were all unsuccessful since there appeared to be a fibrous sheath around the cone and hook of the denali inferior vena cava filter. Therefore, the investigation is confirmed for retrieval difficulties and material deformation. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The retrieval of the denali filter using an intravascular snare is illustrated below: figure 10a: slowly advance the loop forward over the filter snare hook. Figure 10b: reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook. Figure 10c: advance the retrieval sheath in the caudal direction until it covers half of the filter. Precaution: care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs. Figure 10d: while keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. Figure 10e: retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. Figure 10f: once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. H10: b6, g3. H11: g1, h6(patient, method, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. At some time post filter deployment, the limbs of the filter were allegedly bent and the device was embedded. It was further reported that the filter could not be retrieved after an attempted percutaneous removal procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warning: remove the (B)(4) filter using an intravascular loop snare only. Precaution: the retrieval of the (B)(4) ® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. - the retrieval of the (B)(4) filter using an intravascular snare is illustrated in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/ pulmonary embolism. Some time post filter deployment, the limbs of the filter were allegedly bent and the device was embedded. It was further reported that the filter could not be retrieved after an attempted percutaneous removal procedure. No patient injury was reported.